Event description:
End user alleges the dealer that the (B)(4) concentrator arrived with 49 hours on it out of the box. At 189 hours the yellow light is going off, and the device is alarming continuously.